Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "no audio alarm," which was confirmed and reproduced during evaluation. The cause was found to be a failed speaker. The rear case was replaced to correct the condition. (B)(4).

Event description:
It was reported that a spectrum pump had "no audio alarm." The customer reported that no medical intervention was necessary. However, any patient involvement or injury is unknown.